Manufacturer narrative:
It was initially reported that the device would be made available for evaluation. Multiple attempts to obtain the sample were unsuccessful. Additionally, no lot number information has been provided. It was therefore not possible to review manufacturing records or evaluate the device. If additional relevant information is provided at a later date, the complaint will be reopened and a follow-up report will be submitted. At present, we consider this complaint to be closed. Device not returned.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Is there any chance you could stop by this friday, so that I can give you an eds drain that we had to change out because it was not draining properly. It is definitely the drain because the new drain worked like a charm once we connected it to the catheter. It also is a problem because the patient had enlarged ventricle by CT when it was not draining properly. (B)(4) 2015 per rep: a description of the event or problem that prompted this. Custom reported that the product was draining some csf, so appeared to be working, but it was not draining as much as it was set for, so it resulted in the patient underdraining. Did the incident occur intra operatively? The incident occurred in the ICU, not intra operatively. Did the incident cause a delay in surgery over 30 minutes? No. What action was taken to resolve the issue? The drain was replaced with a new codman drain. Were there any adverse consequences to the patient? Patient was underdraining until the new drain was placed.